Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus since the device has been in a third party repairer for inspection. Therefore, olympus could not investigate the subject device. The manufacturing record was reviewed and found no irregularities. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The subject device was not returned to olympus since the device has been in a third party repairer for inspection. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing after reprocessing by the user facility the subject device tested positive for unspecified microbes. The user facility did not provide other detailed information such as the number and the type of microbes. The device had been reprocessed with an olympus automated endoscope reprocessor model etd-4 (not available in the USA) using peracetic acid. The occurrence date of the event was unknown. There was no report of infection associated with this report.